Event description:
Hcp reports "pt did not like non-functioning pump." The pump was explanted in 2004 and then returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.